Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The an external visual inspection was performed and failed due to the usb connector overheated and melted the surrounding plastic housing and input button. Pictures were taken. A receiver charge and boot was performed and failed due to damaged usb connector. The receiver case was opened, and an internal visual inspection was performed and failed due to burned or overheated usb connector and flex cable with burnt markings and melted plastic. A receiver download was not performed due to a damaged usb connector. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.